Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and right atrial (ra) lead triggered the lead safety switch (lss) due to low out of range pacing impedance measurements of less than 2000 ohms. Noise was also noted on the atrial electrogram (egm). The lead was surgically abandoned and replaced. The pacemaker remained in service. No additional adverse patient effects were reported.